Manufacturer narrative:
(B)(4). Concomitant medical products: unknown g7 shell. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the shell implant became stuck on the impactor. In an attempt to remove the shell, the threads on the impactor broke. No adverse events have been reported as a result of this malfunction. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the threaded tip to be fractured. Scratching and discoloration are present on the shaft. Impact marks were observed on the strike plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.